Event description:
It was reported that the device migrated and erosion was observed. Patient was asymptomatic. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.